Manufacturer narrative:
This report is to retract report 3010215456-2015-27951, submitted on july 9, 2015. This report was erroneously submitted. No complaint information was provided for this product, making this a non complaint and not a reportable event. All previously submitted information should be corrected to non applicable fields.

Event description:
It was reported that the lead was extracted due to unknown cause. There is no further information available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.